Manufacturer narrative:
The investigation determined that non-reproducible, falsely elevated vitros tropi es results were obtained from three patient samples processed on a vitros 5600 integrated system. A definitive assignable cause for the event could not be determined. There was no indication that an instrument issue contributed to the event. The quality control in use does not adequately evaluate the performance of vitros tropi es reagent at troponin I concentrations < url (0.034 ng/ml); therefore, while it is unlikely a reagent issue was a contributing factor of the event, it cannot be completely ruled out. Finally, the investigation could not determine if the customer had processed the patient samples in accordance with the tube manufacturer's recommendations. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. Therefore, the effect of improper sample processing could not be ruled out as a contributing factor. The definitive assignable cause for the event is unknown. Investigation is on-going.

Event description:
The customer observed higher than expected vitros tropi es results obtained from three patient samples processed on a vitros 5600 integrated system. (B)(6) biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The higher than expected vitros tropi es result associated with patient 1 was reported from the laboratory and the patient was admitted to the hospital for observation. The result was questioned by the physician and a corrected value was reported, without any treatment being administered interim. The patient 1 was later discharged and there was no allegation of patient harm as a result of the event. The results associated with patient 2 and patient 3 were not reported from the laboratory. There was no allegation of patient harm as a result of the event. This report is number three of three MDR's for this event. Three 3500a forms are being submitted for this event as three devices were involved. (B)(4)